Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00890. It was reported that during a trial procedure on (B)(6) 2020 there were visible signs of a cerebrospinal fluid (csf) leak. Postoperatively, the patient experienced headaches. The headaches have since resolved.